Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly several times. The pump reset unexpectedly again on (B)(6) 2022 and customer reported that their blood glucose (bg) level rose to 1250 mg/dl. Customer went to the hospital and was subsequently admitted to the intensive care unit (ICU) for their elevated bg and high ketones that were identified as dangerous by a healthcare provider. Elevated bg was treated with intravenous fluids of insulin and saline. The customer reported that the prescribed treatment then resulted in a heart attack and pneumonia. Customer was further treated with antibiotics, blood thinners, and oxygen. Reportedly, the customer was released from the ICU on (B)(6) 2022 and customer to follow up with cardiologist regarding heart attack. A pump system check with tandem technical support confirmed the pump was functioning as intended.